Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Increased ventricular short interval counts (sic) are observed beginning (B)(6) 2010 at approximately 9.7 average counts/day, then increasing to 33 counts in three days time beginning on (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system. Lead integrity alert triggered on (B)(6) 2011 due to the following conditions being met: nst (non-sustained tachycardia), and sic.

Event description:
It was reported that there was noise on the electrogram, the short interval count had increased, and the lead integrity alert triggered. Lead fracture was also reported. The lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.